Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device had a service wrench icon in the readiness display. During device evaluation, physio observed that the device had the service wrench, attention and charge-pak icons in the readiness display. The device could not be powered on. There was no patient use associated with the reported event.

Event description:
The customer contacted physio-control to report that their device had a service wrench icon in the readiness display. During device evaluation, physio observed that the device had the service wrench, attention and charge-pak icons in the readiness display. The device could not be powered on. There was no patient use associated with the reported event.

Manufacturer narrative:
H6: physio-control further evaluated the customer device and duplicated the reported power issue. It was observed that the device had repeated power on cycles which accumulated 12.1 hours of on-time. This excessive on-time led to the internal hlc batteries becoming depleted to a very low state which caused damage to the hlc batteries and as a result, the hlc batteries could no longer hold a charge.

Manufacturer narrative:
Physio-control further evaluated the customer device and duplicated the reported power issue. It was observed that the device had repeated power on cycles which accumulated 12.1 hours of on-time. This excessive on-time led to the internal hlc batteries becoming depleted to a very low state which caused damage to the hlc batteries and as a result, the hlc batteries could no longer hold a charge.

Event description:
The customer contacted physio-control to report that their device had a service wrench icon in the readiness display. During device evaluation, physio observed that the device had the service wrench, attention and charge-pak icons in the readiness display. The device could not be powered on. There was no patient use associated with the reported event.